Manufacturer narrative:
The information submitted reflects all relevant data received. Follow up with the patient's cardiologist revealed the physician wants the left side to remain as a backup system until the right side system is strong enough. Once the right side system is strong enough, the physician will explant the system on the left. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial and ventricular lead impedance was low and each triggered a lead warning. The patient's entire system was replaced on the patient's right side. The old system, located on the left side, remains in the patient. No patient complications have been reported as a result of this event.